Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set comes unscrewed from connection. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set comes unscrewed from connection was confirmed. Video provided by the customer shows the primary set¿s male luer spin collar unthreading from the mated maxzero needleless connector. However, it does not appear that the user actively tightened or secured the spin collar upon mating the components. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing set comes unscrewed from connection. Although requested, additional information was not provided.